Manufacturer narrative:
Upon further investigation, there is no complaint on the gore® (B)(4) and (B)(4) devices. They will be removed from this medwatch.

Manufacturer narrative:
Lot/serial# 12327552: (B)(4); lot/serial# 12368642: (B)(4); lot/serial# 12333208: (B)(4). Additional devices implanted and/or related to this event: plc201000j/12368642 and plc231200j/12333208. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aneurysm with gore excluder® aaa endoprostheses, rlt311413j/ 12327552, plc201000j/ 12368642 and plc231200j/ 12333208. On (B)(6) 2015, the patient underwent re-intervention to treat a type ii endoleak originating from the inferior mesenteric artery with aneurysm enlargement (amount unknown). The inferior mesenteric artery was embolized and the type ii endoleak was resolved. During the same procedure, the left internal iliac artery was embolized and a pxc121400j was extended to the left external iliac artery to prevent a future distal type I endoleak. On (B)(6) 2017, computed tomography scan identified a new type ii endoleak originating from the lumber artery and 5 mm aneurysm enlargement. On (B)(6) 2017, the patient underwent second re-intervention to treat the type ii endoleak originating from the lumber artery. The lumber artery was coil-embolized and the aneurysm sac was embolized with nbca (n-butyl-2-cyanoacrylate). The type ii endoleak was resolved. During the same procedure, the right internal iliac artery was also coil-embolized and then pxc141400j and pxc141200j were extended to the right external iliac artery to prevent a future distal type I endoleak. The patient tolerated the procedure. The physician stated there was no type ii endoleak originating from the lumber artery during the first re-intervention on (B)(6) 2015. The type ii endoleak originating from the lumber artery might have been a consequence of embolization of the inferior mesenteric artery and the left internal iliac artery that might have developed another collateral (= the lumber artery).

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.